Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary :the complaint device was received and evaluated in juarez laboratory. Visual inspections revealed that the electrode tip shows activation signs, the handle was impregnated of biological matter, structural anomalies were not found in the cable and pins as well as the shaft. The electrode will be sent for electrical test and further investigation to the supplier. Vapr s90 w/ hand controls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The device was evaluated; as a result; the device was not returned in the original packaging, the distal tip is in a used condition. There is an area of damage that could have been caused by internal activation. Handle is covered in a brown substance which is unknown and odes not wipe off. The device did not pass the electrical and functional testing when the ablation and coagulation function were activated immediately spark. A DHR review has been performed for the complaint device lot number u2205085 (jun 2022); no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer stated that the device ¿sparked¿ during use, this was confirmed during functional checks. The distal tip area of the device also showed signs of damage to the manifold. This damage is likely to have caused the ¿sparking¿ error. This damage could be caused by an incomplete adhesive seal in this area, resulting in an ineffective isolation of the active and return. This events have been previously investigated. A review of our records against the units shipped of s90 handswitching during the past 12 months, shows an occurrence rate of 0.8 x 10¯3. This rate occurrence is within the expected limits of this failure according to the systems risk assessment matrix (892007-du). S90 hand switching electrodes are 100% inspected for functionality as part of their product test regime (process ID 190 / 921144-at control plan),therefore all reasonable containment is still in place. Based on a review of the investigation findings and product ra no containment or correction action related to the individual complaint is required. It was agreed together with mitek to close the CAPA without a design change, but to implement the reoccurrence of training for assembly aids on elite. As the assembly aids and training documentation have not changed, there is no change in manufacturing process and therefore no adverse impact to final product. Atl will continue monitoring complaint rates through standard complaint channels to identify any trend that would trespass the threshold triggering further actions. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that during an unknown arthroscopic procedure on (B)(6) 2023, it was observed that the s90 4mm/90º suction electrode with hand controls device generated sparks. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: a video was returned to depuy mitek for evaluation. The depuy mitek team conducted a visual inspection of the returned video, it was observed that the device tip is sparking and the coagulation and ablation buttons were not activated/pressed. A manufacturing record evaluation was performed for the finished device u2205085, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the video, this complaint can be confirmed. Multiple factors are associated with this type of failure, the complaint device need to be physically evaluated in order to determine why the customer experienced the failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.